Manufacturer narrative:
Continuation of d10: product ID: tm90t0; serial# (B)(6). Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 28-may-2025, UDI#: (B)(4). H3. Analysis of the communicator found micro usb charge port is loose and the device did not power on after 1.5 hour. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine, clonidine and dilaudid via an implantable pump. The indication for use was non-malignant pain. The patient reported that yesterday around they went to give themself a bolus and the screen was red and it said ¿you cannot charge and give bolus at the same time¿. The patient reported the communicator has been plugged into the outlet, but communicator was not charging. The patient said they called the pain team at the hospital, and they said they were not sure what to do. The patient went to the hospital this morning and they were afraid of her going through withdrawal because the patient has high dosages going in especially of the dilaudid. The patient stated they saw the healthcare provider this past week and she was ordering another prescription that was supposed to be in this upcoming week that is going to have a different prescription. The patient stated they get 8 bolus a day and wondered if they would go into withdrawal since they can't do a bolus. The agent reviewed device function and recommend patient consult with the healthcare provider for next steps. The agent asked the patient to power on the communicator and reset the communicator and patient said there was no lights on the communicator. The patient then plugged the communicator into the outlet and the lights were green and orange. The issue was not resolved through troubleshooting. A replacement communicator was requested from the repair department due to the communicator not taking a charge; no visible damage.